Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect ca19-9 list 02k91-38 that has a similar product distributed in the us, list number 02k91-29 and 02k91-33.

Event description:
The customer observed a falsely elevated ca19-9 result on the architect i2000sr analyzer. The following data was provided for a (B)(6) asian female with an unknown diagnosis: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, testing of the returned sample and a review of labeling. No adverse trend was identified for the customer's issue. The sample provided to the china testing center was tested. The testing found that there is an endogenous interferent present in the sample that can be mitigated via sample dilution. The interferent cannot be blocked by hbt (heterophilic blocking tube) or nabt (non-specific antibody blocking tube). The specific identity or origin of this interferent cannot be determined. Product labeling was reviewed and was determined to be appropriate; the intended use section of the architect ca 19-9xr reagent package insert states that the architect ca 19-9xr assay is to be used as an aid in the management of pancreatic cancer patients in conjunction with other clinical methods. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
On december 3, 2018, abbott was aware the patient received an MRI and there is no information as to the impact on patient health due to this unnecessary diagnostic test. The patient has not been diagnosed with pancreatic cancer, therefore, the product is being used off-label. An evaluation is still in process. A final report will be submitted when the evaluation is complete.